Manufacturer narrative:
(B)(4): the device was returned for evaluation. The broken off portion was not returned for analysis. The shaft is bent and broken off approximately 6mm from the end of the tip. Microscopic examination of the fracture revealed a fairly tortuous fracture surface with no indications of fatigue, suggesting failure due to bend stress overloading. Eval results: dual ended feeler. A review of the device history records did not reveal nonconformance to specification.

Event description:
It was reported that the patient underwent spinal surgery (levels unk). During surgery, the tip of the dual ended feeler broke off inside of a vertebral body. The tip was fully encased in bone. The health care professional (hcp) attempted to remove the tip but was unsuccessful. The hcp elected to leave the tip in place. There are no plans to retrieve the device at this time.